Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a strip issue with their one touch verio test strips. The strips were sticking together. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the strip issue has been ongoing since the number of strips in a vial increased to fifty. The patient informed the cca that they manage their diabetes with insulin (no adjustments). The patient denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient reported that the issue has caused him stress, which in turn may alter his results. The patient denied receiving any medical treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used and the test strips were not sticking due to static. There is no indication that the alleged strip issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue remained unresolved at the time of troubleshooting.